Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08645 / 08646).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty in 2008. Subsequently, patient was revised on (B)(6), 2014 allegedly due to elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08645-1 / 08646-1).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of elevated metal ion levels and "ache" in the hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2013 due to allegations of elevated metal ions. Operative report further noted during the revision procedure, a large walled cyst extending from half way up the gluteus medius extending down to below the greater trochanter anteriorly right round the front of the hip and posteriorly towards the sciatic nerve. The cyst was medium thick walled containing yellow fluid and some white particles. This was coming out of the back of the hip through a 1 cm hole near the short rotators. There was no muscle damage or necrosis and the whole cyst was sent to histology. A small amount of black staining around the neck and a small amount of yellow stained material was also noted.